Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the dxc 700 au chemistry analyzer. The failure mode was identified as a defective sample probe and sample syringe. The customer stated replacement of the sample probe and sample syringe resolved the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4)..

Event description:
The customer reported the generation of erroneous patient results for basic metabolic panel (bmp), including blood urea nitrogen (bun), calcium (calc), carbon dioxide (co2), chloride (cl), creatinine (crea), glucose (glu), potassium (k), sodium (na), on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.